Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit will power on, runs for a few seconds, then shuts down, no alarm.